Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance (sli) measurement that was detected via the patient's remote home monitoring system. The health care professional (hcp) expected that this patient had higher impedance and that the patient will be monitored. Boston scientific technical services (ts) discussed that the hcp won't get another alert if it goes oor again until they interrogate the device with programmer (prm). Subsequently, ts discussed the patient¿s risk if the clinic will not be alerted. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.